Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that a 90% lag occurred on the patient's external device. The patient was calling patient services to have data deleted. The patient had 15 boluses per day and was still in a lot of pain. The patient called patient services again on (B)(6) 2025 requesting assistance with removing data from their handset. Patient services walked the patient through clearing the data. The patient mentioned seeing a "not found" message on their handset while clearing data due to accidentally opening the myptm application while removing data in the settings. The patient mentioned, before calling, they "finally " got a bolus after it took 30 minutes to connect due to the telemetry delay, so they knew they needed to call patient services for assistance in clearing data. The patient planned to monitor and call back for assistance as needed. Additional information received from the patient reported that it was getting to 90% again and when that happened they could not get a bolus. Agent walked the patient through clearing the data.